Event description:
It was reported that the external pulse generator (epg) displayed an error code or would shut off intermittently and sometimes would not power on. Therefore, the epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.